Event description:
Following a catheterization procedure (type unknown), an angio-seal was deployed in a pt's groin. Some time later (length of time to onset not documented), the pt developed an occlusion. The pt underwent an iliac percutaneous transluminal angioplasty and stent as treatment for the occlusion. Despite multiple attempts to follow-up with the facility, no further info regarding the event, further complication, or pt sequelae was provided to the MFR.